Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a malfunctioning integrated encoder gearbox, likely attributed to a failed component. Upon visual inspection, no physical damage was noted. The archive data review indicated several ua45 messages, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering on, confirming the reported complaint. Technical investigation revealed a malfunctioning integrated encoder gearbox, which allowed the shaft to turn far enough from the home position to cause the ua45 error. The integrated encoder gearbox was replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message during the patient call. The customer cleared the ua by rotating the driveshaft to the home position. However, when the power was restored, the ua45 displayed again. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
**UDI related data quality updates only**.